Event description:
It was reported that balloon froze on wire. The 75% stenosed target lesion was located in the moderately tortuous common femoral artery (cfa). A 4mm x 40mm x 146cm coyote es balloon catheter was used, however, during the procedure the device got stuck with the guidewire. The procedure was completed with a non-boston scientific balloon. There were no patient injuries reported.